Manufacturer narrative:
(B)(4). Batch # t5a166. Investigation summary: the analysis found that one pse60a device was returned with no apparent damage and with an ecr60d cartridge reload loaded on the device. The cartridge reload was received partially fired 1/16 with damage on cartridge pan. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The damaged on the pan was possible by handling of the customer. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the thoracoscopic total gastrectomy surgery, could not fire when severing gastroesophageal junction tissue,checked the sled's position, it is ramp stall issue. Could not return the blade, the surgeon removed the battery and rotated for 180 degree and reinserted the battery. The device could return the blade. There was no patient consequence reported. No additional information can be provided.